Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was replaced due to lead fracture. It was unclear if the fracture happened prior or during the revision procedure. Another two leads were removed due to its lack of stiffness and the contacts were not lined up in the ipg. It was noted that the splitters and ipg were also removed per physician's preference and no device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead model #: sc-2366-50 serial #: (B)(4) description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.